Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(6) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient could not tolerate the implanted zlb00 + 24.5 diopter intraocular lens (iol) in his left eye (os). For that reason, the lens was explanted and replaced with a zlb00 +26.0 diopter. The incision was enlarged to remove the lens but the patient was doing fine when discharged. The account also commented that the explanted lens was discarded at the surgery center. No additional information was provided.